Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field investigation summary: three samples were received. Two came in opened packaging blister. One is with no packaging blister and has connected a needle assembly. All three have the plunger rod- rubber stopper all the way down. A visual inspection was performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9275419 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: when the rubber stopper is pressed against the bottom part of the barrel, there will be an effect of presence of ¿oil¿. This is the silicone applied to the stoppers and inside wall of the barrel. This is medical grade silicone. There are no silicone run overs or excess. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd syringe 30ml ll s/c 56 was found to have foreign matter in the fluid pathway prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: